Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported, dr implanted an axsos 4.0 prox humerus plate. When performing final tightening of locking screws, the torque limiter was pulled from instrument tray. Dr. Engaged torque limiter with screw and when turning handle. The screws drive blade would not turn. Then doctor used another locking screwdriver for final tightening.